Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and pregnancy with contraceptive device ("post implant pregnancy/ malposition of essure device") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2014, the patient experienced pelvic pain ("severe pelvic pain/ severe physical pain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: malposition of essure device, failure to occlude. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporters added and updated patient demographics. Updated suspect drug indication. Updated onset date of event and outcome. Event malposition of essure device added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/malposition of essure device location of device: unknown/failure to occlude (close) fallopian tube(s)/malposition of essure device location: uterus") and pregnancy with contraceptive device ("post implant pregnancy/ malposition of essure device / pregnancy ( no complication)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (delivered in 2007, 2009, and 2014) and smear cervix abnormal. Previously administered products included for an unreported indication: ortho-tri-cyclen from 2009 to 2014 and nuvaring from 2009 to 2014. Concomitant products included norethisterone (camila) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/ severe physical pain"), 20 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric condition: depression") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device expulsion, dyspareunia, depression, anxiety, dysmenorrhoea and fatigue had not resolved, the pregnancy with contraceptive device outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: right essure device placed without complication. Left ostia visualized once more. Left essure device placed without complication diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: malposition of essure device, failure to occlude. Diagnostic results: (B)(6) 2014 by hysterosalpingogram (hsg) - failed occlusion of my fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received. Events per pfs: dysmenorrhea and fatigue were added, malposition of essure device location: uterus was clubbed with previously reported device dislocation. Patient's medical history was added, outcome of the events were updated. Pregnancy outcome was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and pregnancy with contraceptive device ("post implant pregnancy/ malposition of essure device") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (delivered in 2007, 2009, and 2014) and smear cervix abnormal. In 2014, the patient experienced pelvic pain ("severe pelvic pain/ severe physical pain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device and dyspareunia outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was not reported. The reporter considered device dislocation, dyspareunia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: right essure device placed without complication. Left ostia visualized once more. Left essure device placed without complication diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: malposition of essure device, failure to occlude quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: patient demographic and event (dyspareunia (painful sexual intercourse)) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device/malposition of essure device location of device: unknown/failure to occlude (close) fallopian tube(s)/malposition of essure device location: uterus/ migration') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (delivered in 2007, 2009, and 2014), smear cervix abnormal and parity 4 (total number of live births: 4 ( (B)(6) 2007, (B)(6) 2009, (B)(6) 2014,(B)(6) 2016)). Previously administered products included for an unreported indication: ortho-tri-cyclen from 2009 to 2014 and nuvaring from 2009 to 2014. Concomitant products included norethisterone (camila) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/ severe physical pain"), 20 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric condition: depression/ psych injury") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/ malposition of essure device / pregnancy ( no complication)"). The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia, depression, anxiety and fatigue had not resolved, the pregnancy with contraceptive device outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: right essure device placed without complication. Left ostia visualized once more. Left essure device placed without complication plaintiff received treatment for migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: malposition of essure device, failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-mar-2021: medical record received. Reporter information and patient race added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and pregnancy with contraceptive device ("post implant pregnancy/ malposition of essure device / pregnancy ( no complication)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (delivered in 2007, 2009, and 2014) and smear cervix abnormal. In 2014, the patient experienced pelvic pain ("severe pelvic pain/ severe physical pain"). On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced dyspareunia ("dyspareunia"). In august 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, dyspareunia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: right essure device placed without complication. Left ostia visualized once more. Left essure device placed without complication diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-nov-2014: malposition of essure device, failure to occlude 18nov2014 by hysterosalpingogram (hsg) - failed occlusion of my fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on 22-aug-2018: pfs received. Events depression, mental anguish added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device/malposition of essure device location of device: unknown/failure to occlude (close) fallopian tube(s)/malposition of essure device location: uterus/ migration') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (delivered in 2007, 2009, and 2014), smear cervix abnormal and parity 4 (total number of live births: 4 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2014, (B)(6) 2016)). Previously administered products included for an unreported indication: ortho-tri-cyclen from 2009 to 2014 and nuvaring from 2009 to 2014. Concomitant products included norethisterone (camila) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/ severe physical pain"), 20 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric condition: depression/ psych injury") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/ malposition of essure device / pregnancy ( no complication)"). The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, dyspareunia, depression, anxiety, dysmenorrhoea and fatigue had not resolved, the pregnancy with contraceptive device outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: right essure device placed without complication. Left ostia visualized once more. Left essure device placed without complication. Plaintiff received treatment for migration . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: malposition of essure device, failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device/malposition of essure device location of device: unknown/failure to occlude (close) fallopian tube(s)/malposition of essure device location: uterus/ migration') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (delivered in 2007, 2009, and 2014), smear cervix abnormal and parity 4 (total number of live births: 4 ( (B)(6) 2007, (B)(6) 2009, (B)(6) 2014, (B)(6) 2016)). Previously administered products included for an unreported indication: ortho-tri-cyclen from 2009 to 2014 and nuvaring from 2009 to 2014. Concomitant products included norethisterone (camila) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/ severe physical pain"), 20 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric condition: depression/ psych injury") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/ malposition of essure device / pregnancy ( no complication)"). The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, dyspareunia, depression, anxiety, dysmenorrhoea and fatigue had not resolved, the pregnancy with contraceptive device outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details: right essure device placed without complication. Left ostia visualized once more. Left essure device placed without complication plaintiff received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: malposition of essure device, failure to occlude. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Event outcome for previously reported event pelvic pain was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.